Event description:
This supplemental report is being filed to update patient and implant information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device displayed a change in longevity and was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis the device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. No adverse patient effects were reported.